Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, during a planned treatment/non-emergency treatment and the procedure was aborted. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to turn on and it was completely down. Upon functional testing, fse found that the flexvision pc os hard drive was not fully engaged in drive bay. The fse reseated the hard disk drive (hdd) of flexvision pc and did two cold restarts, which temporarily resolved the issue. However, the issue reoccurred after few days and the fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system would not turn on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.